Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was removed due to leaking at the transition between the reservoir and tube. No other patient adverse events were reported.

Manufacturer narrative:
Reservoir was received for evaluation. A separation was noted on the inlet tube of the reservoir near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. Based on examination of the returned product, it was concluded that the abrasion marks noted on the inlet conclude that the tubing had overlapped and abraded while in-vivo. This then most likely caused the inlet tube to be kinked backwards onto itself and abrade enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was removed due to leaking at the transition between the reservoir and tube. No other patient adverse events were reported.